Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Per the national death index, the patient's cause of death is status epilepticus, respiratory distress and respiratory arrest. Death certificate was also received and confirms that the patient's cause of death was respiratory arrest (12 hr) due to status epilepticus due to or due to adult respiratory distress syndrome. The patient was hospitalized prior to death. The manner of death was natural and patient was buried. An autopsy was not performed.

Event description:
It was reported that the vns patient passed away on (B)(6) 2010. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.